Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, that fenestrated bipolar forceps malfunctioned, had loose metal cables. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "malfunctioning, loose metal cables". The instrument was found to have loose and frayed pitch cable with no visibly broken cable at the wrist. The pitch input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed, and the pitch cable was found to broken at the clamping pulley. Failure analysis found the primary failure of a broken pitch cable at the proximal end of the instrument be related to the customer reported complaint. Common causes of the failure mode broken - proximal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation: the instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. The probable root cause of damaged conductor wire insulation is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. This complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire insulation damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.